Event description:
It was reported that this pacemaker system recorded an episode of signal artifact monitor (sam), disabling the minute ventilation (mv) sensor. Technical services (ts) was consulted and upon review, it was noted that there was a stored episode of noise oversensing on both right ventricular (rv) lead and right atrial (ra) lead channels, leading to pacing inhibition and asystole. Ts noted that the noise oversensing was isolated to this episode and all system measurements were appropriate, thus, associating the event to external electromagnetic interference (emi). No additional adverse patient effects were reported. This device remains in service.